Event description:
The physician reports performing cataract surgery with attempted implantation of the li61ao intraocular lens using an ez-28 insertion system. During the insertion of the lens the surgeon noticed the lens was delivered upside down intraoperatively. The incision was enlarged in order to remove and replace the lens. A second iol was implanted successfully and the patient is doing well. Reference MDR 1119279-2010-00008.

Manufacturer narrative:
(B)(4).